Event description:
A hospital in another country, reported to a marquet distributor that a pt was burnt with blisters two hours after a heated breathing circuit was placed on the pt's shoulder. They alleged that they did not use a support arm to hold the breathing circuit as the breathing circuit can often be pulled out when the pt moves.

Manufacturer narrative:
This report was prepared by rep. Method: the complaint device will not be returned for evaluation. Our investigation was carried out based on the event description and knowledge of the product. Results: skin burn if a known consequence of leaving a heated breathing circuit in prolonged contact with skin. In this case, the caregiver placed the breathing circuit on the pt's shoulder for approx. Two hours, and did not use a support arm. Our instructions for use includes the following warning statement: "to prevent the possibility of pt burns, the breathing circuit should not be in contact with the pt's skin." Conclusion: user error contributed to the event. This is an unusual event. We will be following up with the complainant to reiterate the importance of keeping the heated breathing circuit away from the pt's skin.